Event description:
It was reported that during a transcatheter heart valve procedure using the evolut pro+ valve in a patient with aortic insufficiency and a large left ventricular outflow tract (lvot), during deployment of the first valve, the device dislodged down due to lack of calcification and a large lvot. After the third recapture, the valve was fully released with a final depth of approximately 10mm. An angiogram was performed and revealed a moderate paravalvular leak. To address the leak, a second valve was implanted; however, an infold of the second valve was confirmed via imaging. A post-implant balloon dilation was performed using a 28mm non-medtronic balloon to address the infolding. A subsequent angiogram showed no paravalvular leak.

Manufacturer narrative:
Continuation of d10. This is a system report. The section d information is for the primary device, which was in use with the following: brand name evolut pro plus dcs; product ID d-evprop34 (lot: 0012291295); product type: 0195-heart valves; non-implantable device other medical products in use during the event include: product ID l-evprop34 (lot: 0012288354); product type: 0195-heart valves; non-implantable device product ID evproplus-34 (unknown); product type: 0195-heart valves; implant date (B)(6) 2025; select patient information. Cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: six media files were provided for review. Fluoroscopic valve inspection was not provided. The media files show a released valve deep with significant aortic insufficiency/paravalvular leak. During implantation of the second valve, an infold is noted. Of note, fluoroscopic valve load inspection of the second valve was not provided thus it is not possible to validate a good load. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. If an infold is identified, the valve should be recaptured and removed from the body. New sterile components must be used. However, the infolded valve was released. Consequently, a post implant dilatation was performed with visible resolution of the infold and improvement of the aortic regurgitation/paravalvular leak. The patient¿s executive summary was not provided for anatomical review. However, it is known that the patient aortic insufficiency and a large left ventricular outflow track. The safety and effectiveness of the bioprosthesis for aortic valve replacement have not been evaluated in the following patient populations: patients who do not meet the criteria for symptomatic severe native aortic stenosis as defined below: - symptomatic severe high-gradient aortic stenosis: aortic valve area =1.0 cm2 or aortic valve area index =0.6 cm2 /m2, a mean aortic valve gradient =40 mmhg, or a peak aortic-jet velocity =4.0 m/s - symptomatic severe low-flow/low-gradient aortic stenosis: aortic valve area =1.0 cm2 or aortic valve area index =0.6 cm2 /m2; a mean aortic valve gradient the safety and effectiveness of the evolut pro+ bioprosthesis implanted within a failed preexisting transcatheter bioprosthesis have not been demonstrated. Updated data: b5. Second paragraph added h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure using the evolut pro+ valve in a patient with aortic insufficiency and a large left ventricular outflow tract (lvot), during deployment of the first valve, the device dislodged down due to lack of calcification and a large lvot. After the third recapture, the valve was fully released with a final depth of approximately 10mm. An angiogram was performed and revealed a moderate paravalvular leak. To address the leak, a second valve was implanted; however, an infold of the second valve was confirmed via imaging. A post-implant balloon dilation was performed using a 28mm non-medtronic balloon to address the infolding. A subsequent angiogram showed no paravalvular leak. Additional information was received which clarified that 10mm was not the intended depth of the deployment, but because the valve kept dislodging on the deployment attempts, the implanters decided to release it.

Manufacturer narrative:
Updated: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.